Event description:
Physician was implanting an intrathecal catheter in pt when the catheter was sheared while removing the needle. The physician was unable to remove all of the catheter, and a 5 centimeter piece remains in the pt. The remainder of the proximal catheter has been returned to the MFR for analysis.